Event description:
"Caller alleged discrepant results compared with the lab. Results as follows". Date: (B) (6) 2010, inratio: 6.7, lab: 3.7. (B) (6) 2010, 6.6, 7.1, lab: 3.7, 4.2. Pt is not on heparin of lovenox and has not been hospitalized. Pt does not have cancer and is not anemic. Pt does not have hypo/hyperthyroidism and is not taking any antibiotics. No change in diet or exercise.

Manufacturer narrative:
Investigation pending.